Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was a case of attempted implant. Initial lead numbers were good, with threshold below 1.0v. After lead was secured to the muscle and connect to device the threshold increased to over 3.0v. The physician tried to reposition the lead, the stylet went through the insulation. Lead insulation had damaged lead body. This lead was never in service. No adverse patient effects were reported.